Event description:
Physician noted leakage of access port under fluoroscopy during first attempted adjustment. Surgery to repair or replace port will be required. Event is being reported as there is a possibility that a serious injury could occur if event were to reccur.